Event description:
Patient reported a right side rupture confirmed by MRI. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: one opening observed on posterior side assessed as fold flaw opening and three openings observed on posterior side assessed as surgical damage and missing shell assessed as inconclusive. Capsular contracture: unable to observe as it is a medical event not related to the device. Pain-ndr: not applicable as the event is not related to the device additional observations: stress mark observed. Creases were observed. Wear abrasion observed. No further actions are required as the device was implanted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV

Event description:
Patient reported a right side rupture confirmed by MRI. Healthcare provider confirmed rupture. Healthcare provider later reported that "patient also complains of a painful scar from a melanoma removal" which is not related to the device and upon explant capsular contracture baker grade IV was noted. The device has been explanted and replaced.